Event description:
The event was reported by a customer from (B)(6): "issue is the housing for the power adapter has completely fallen apart. Patient involvement: no. Human harm: no. Delay in therapy: unknown. Need for medical intervention: unknown" additional information received on jun 17, 2015: recently, the power adapters have been breaking at the housing part. It falls apart completely.

Manufacturer narrative:
(B)(4). Q core medical ltd (manufacturer) is submitting the report on behalf of hospira.